Event description:
A sentrant sheath was used to implant an endurant stent graft system for the endovascular treatment of a 4.8 cm diameter abdominal aortic aneurysm. The diameter of the left access vessel (common iliac) was 16mm and the diameter of the right access vessel (common iliac) was 15mm. The length of the left and right access vessels were 30mm and 32mm respectively. It was reported that the 18 french endurant main body was inserted over an 18 french sentrant sheath. The valve was tightly fastened and a strong sense of resistance was felt and it was deployed while pressing the sentrant sheath, but it took time for deployment with resistance. After that it suddenly started to deploy. It was noted that there was difficulty in deployment due to resistance. After that, the delivery of the outer sheath suddenly came down by approximately 2 cm. The contralateral side had no difficulty in sheath delivery. It was therefore concluded by the physician that the 18 french sentrant introducer sheath seemed to have an issue. No clinical sequelae were reported and the patient is fine. Additional information received reported that there was resistance inserting the endurant delivery device into the sentrant sheath. There was difficulty retracting the stent graft cover to deploy the endurant stent graft. The endurant stent graft was successfully implanted in its intended location. It was noted that there were no kinks seen in the endurant delivery device graft cover or the sentrant sheath.

Manufacturer narrative:
(B)(4).